Event description:
Information received from the field does not address the patient's clinical status but notes that the patient reported a suspected malfunction, that he felt like he had put his fingers in a light socket.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received